Manufacturer narrative:
The ge healthcare service representative replaced the bag/vent microswitch, and the unit was returned to service. No report of patient involvement.

Event description:
The ge healthcare service representative reported the unit failed to switch to mechanical ventilation when requested, during preuse checkout. There is no report of patient involvement.